Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 instrument locked during the procedure. It was not possible to fire the device. There was no consequence to the patient.